Event description:
A customer reported the equipment displayed a blue screen and locked during a procedure. The system was rebooted but the issue was not resolved. An alternate system was brought in and used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the host cpu (central processing unit) module. Preventive maintenance was performed. The system was then tested and met product specification. The root cause could not be determined. (B)(4).